Event description:
Discordant advia centaur tsh3 results were obtained on pt samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discordant tsh3 results.

Event description:
Discordant advia centaur tsh3 results were obtained on pt samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discordant tsh3 results.

Event description:
Discordant advia centaur tsh3 results were obtained on pt samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discordant tsh3 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant tsh3 results was due to the malfunction of the incubation ring assembly. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant tsh3 results was due to the malfunction of the incubation ring assembly. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant tsh3 results was due to the malfunction of the incubation ring assembly. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.